Manufacturer narrative:
(B)(4). A partial lead with the distal tip measuring 52.2cm was returned for analysis. External insulation abrasion was noted a 38.0-38.4cm and 45.4-45.9cm from the distal tip, consistent with lead friction to the device can. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.